Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blue handle of a proximal femoral nail antirotation (pfna) impactor has come loose. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: february 1, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the returned impactor presents a broken welding seam between the handle and the inner shaft, visual inspection has shown a broken weld. The review of the production history revealed that this instrument was manufactured in february 2011 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on these findings we have to assume that heavy strokes on the impactor caused the breakage of the welding seam. Please note, the current surgical technique recommends inserting the pfna blade by applying only gentle blows with the hammer. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.